Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 4 years, 11 months. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received an alarm while at home. The patient observed an intermittent beeping sound with no lights and the green light on the system controller remained lit. The patient then received another alarm while at the office and a continuous audio tone sounded. The red heart visual alarm was not illuminated. The patient then switched to the backup system controller and again received a continuous audio tone along with a red heart visual alarm. The pump reportedly remained off for approximately 5 more minutes after switching to the backup system controller. A log file was submitted for evaluation that revealed multiple pump stoppages and speed reductions consistent with a potential issue with the percutaneous lead. An evaluation of the percutaneous lead was performed on (B)(6) 2015 and no broken wires were found. A distal-end percutaneous lead replacement was completed and the patient had no further alarms when placed on a grounded patient cable. The patient was reportedly asymptomatic during the event.

Manufacturer narrative:
Evaluation of the returned portion of the patient¿s percutaneous lead (lead) confirmed an issue that would have potentially contributed to the reported event. A section of the lead, approximately 16 inches long, was returned for evaluation. The returned section of the lead was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Visual inspection of the wires at the nipple housing of the metal connector revealed that the insulation of the red wire had been breached, exposing the inner conductors. The breach to the red wire appeared to be a result of abrasion against the braided shield along with cyclic movement of the lead in this region. The percutaneous lead was submerged in a saline bath for high potential testing to check for current leakage through the wire insulation, and revealed that the black wire was creating an electrical short to ground from a breach within the metal connector. If the exposed conductors of the red or black wires made contact with the braided shield while the patient was operating on the power module, the resulting short to ground would have resulted in the reported alarm events that were confirmed in the submitted log file. Additionally, the event also could have been caused by a phase to phase short, which would occur if the exposed conductors of the red and black wires simultaneously contacted the braided shield while the patient was operating on tethered or battery power. A review of the device history records revealed that the device met applicable specifications. No further information was provided. No further information as provided. The manufacturer is closing the file on this event.